Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. The customer's blood glucose level was 232 mg/dl.